Event description:
Cutters stopped but aspiration continued. Four pts involved three incurred no harm. The fourth the doctor was unsure, as the pt came in with a retinal tear. There was a lot of blood in the eye so he was not sure if the aspiration made the tear worse.